Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of 402 mg/dl while the ilet was in bg run mode and the paired dexcom g7 sensor had expired, resulting in loss of cgm input and inability to continue automated therapy; the user reverted to fingerstick monitoring while awaiting new sensors. Symptoms included elevated blood glucose without reported acute complications. Outcomes included user self-management with capillary glucose checks and no medical intervention or hospitalization. Investigation included complaint handling and user education regarding contacting the care team for appropriate medication dosing during the cgm outage. Investigation of this case revealed that hyperglycemia occurred in the context of an expired cgm sensor, with cause not definitively determined. It was concluded that the event was consistent with hyperglycemia of unclear cause associated with lack of active cgm data. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.